Manufacturer narrative:
The insulin pump passed functional test including displacement test, basic occlusion, occlusion and no delivery tests. The insulin pump had a scratched window display.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 416mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The caller mentioned that the insulin pump was dropped, which may have cause her high glucose. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the wife to run a fixed prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, basic occlusion, occlusion and no delivery tests. The insulin pump had scratched window display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.